Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed only the coil was returned. The coil was stretched, kinked and folded back on itself. Blood was observed on the fiber bundles. The interlocking arm was broken off from the main coil and not returned. Microscopic inspection revealed the coil zap tip shape and surface were smooth. Weld marks were present indicating the interlocking arm had been welded to the coil. The number of proximal fiber bundles was below specification. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu was not followed; an incompatible catheter was used and intermittent flush was performed during the procedure. (B)(4).

Event description:
It was reported that during an embolization treatment procedure, the coil detached from the pusher wire while partially deployed. The patient was undergoing uterine fibroid embolization. A contralateral approach was utilized and access was obtained via the right femoral artery. A non bsc beacon tip catheter was positioned and one treatment of contour microspheres 900-1200 were implanted. The catheter was then retracted back to the proximal segment of the uterine artery to deliver the 8mmx40cm .035 interlock 2d coil. The coil was flushed during preparation and intermittent flush was utilized during deployment. The coil was advanced and while partially deployed, the delivery wire detached from the coil within the catheter. Multiple attempts to snare the proximal end of the coil were unsuccessful. The physician changed to an ipsilateral approach in an attempt to snare the remaining coil. A 6x2x75 mustang balloon was advanced into the hypogastric artery through a 7fr sheath and inflated to nominal pressure to help pin the coil. A non bsc snare wire was used to grab the coil which was then retracted back into the catheter and removed from the patient. The procedure was successfully completed with 018 interlock coils; both uterine arteries were coiled. The patient then proceeded to surgery for a scheduled hysterectomy. There were no additional patient complications and the patient¿s status is fine.

Event description:
It was reported that during an embolization treatment procedure, the coil detached from the pusher wire while partially deployed. The patient was undergoing uterine fibroid embolization. A contralateral approach was utilized and access was obtained via the right femoral artery. A non bsc beacon tip catheter was positioned and one treatment of contour microspheres 900-1200 were implanted. The catheter was then retracted back to the proximal segment of the uterine artery to deliver the 8mmx40cm .035 interlock 2d coil. The coil was flushed during preparation and intermittent flush was utilized during deployment. The coil was advanced and while partially deployed, the delivery wire detached from the coil within the catheter. Multiple attempts to snare the proximal end of the coil were unsuccessful. The physician changed to an ipsiplateral approach in an attempt to snare the remaining coil. A 6x2x75 mustang balloon was advanced into the hypogastric artery through a 7fr sheath and inflated to nominal pressure to help pin the coil. A non bsc snare wire was used to grab the coil which was then retracted back into the catheter and removed from the patient. The procedure was successfully completed with 018 interlock coils; both uterine arteries were coiled. The patient then proceeded to surgery for a scheduled hysterectomy. There were no additional patient complications and the patient¿s status is fine.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).